Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site but was not able to reproduce the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the da vinci system, an error message had appeared multiple times indicating that a universal surgical manipulator (usm) had moved unexpectedly when it had not been touched. The technical service engineer (tse) reviewed available logs, but the system had not been connected for onsite review, and a prior occurrence of an error code had been noted as potentially related. The tse had asked for a photo of the logs from the vision side cart (vsc) touchscreen for further troubleshooting, but the touchscreen had not been functioning and could not be used to access the logs. No known impact or patient consequence was reported.